Event description:
It was reported that during an unk procedure, clip was jammed in the jaws. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent 7/14/2008 damaged antibackup. The analysis results for the mcm30 instrument confirmed that it was returned non-functional. The instrument could not be cycled and would not fed the clips. In addition, the antibackup was not functional. The instrument was disassembled and the antibackup was found damaged and the extension spring was found to be disengaged from the camtube driver, therefor causing the feeding issue. We have documented the circumstances as they were reported us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.